Event description:
It was reported that during a visceral surgery, an error code 3: hand piece. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and no error code was noted; however, a hissing sound was heard. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.